Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned voyager nc balloon catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon over the distal marker. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was confirmed to be located above the distal marker with mechanical damage and balloon peeling noted on both the inner and outer surfaces. Mechanical damage was also observed on the inner member and distal marker. It was reported that the balloon ruptured during inflation at 10 atmospheres. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was reported as moderately tortuous and moderately calcified, which may have contributed to the experienced rupture. It was noted that the balloon was initially soaked prior to use per the instructions for use (IFU). There was also no resistance noted during advancement and removal of the device. It is possible that the balloon material became damaged (scratched) and weakened from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt, although this could not be confirmed. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record (lhr) did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. It is possible that an interaction with other devices and/or the tortuous and calcified lesion contributed to the reported balloon rupture upon inflation attempt and noted damage; however, a conclusive cause could not be determined. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left main coronary artery and the left anterior descending artery (lad) with moderate calcification, pre-dilatation was performed using a cutting balloon and a 3.5 x 15 voyager nc dilatation catheter. During the first inflation of the voyager balloon at 10 atmospheres, a balloon rupture occurred in the lad. The dilatation catheter was removed from the anatomy and a 3.0 x 18 voyager nc balloon was used to complete pre-dilatation. A 3.0 x 18 xience v stent was successfully implanted. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the device was soaked prior to use and there was no resistance during advancement or removal of the catheter during the procedure.